Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low blood glucose (bg) occurred due to a miscalculation of carbohydrates eaten by the customer and an incorrect basal rate. Tandem technical support advised customer to consult with healthcare provider to adjust settings.